Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. The lcd window is scratched up to the point that it makes the display look gray. The user is able to read whatever is displayed and navigate the menus. In addition to this, the battery cap threads are stripped such that the slot rotates beyond the in line position when fully tightened. The left belt clip rail broke off, and the middle (enter) keypad button is cracked. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had partial display. The customer's blood glucose value was unknown. Customer states the screen was fading and battery compartment was stripped. Customer states battery cap off. Customer states the insulin pump was neither dropped nor bumped. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.